Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0437439v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer and health care provider reported that the patient hadn't had their device checked or change the programs in a while because it didn't work well. The patient was doing botox and that was the only thing that kept them from leaking. The patient elected to change to botox for their neurogenic bladder. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.